Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that from january 2015 to june 2020, 1254 patients were enrolled in a study to evaluate device and electrode related complications with the subcutaneous implantable cardioverter defibrillator (s-ICD) system. Complications were defined as follows: major pocket hematoma requiring a transfusion or a pocket revision, pocket infection, air entrapment causing inappropriate shocks, lead displacement affecting device functioning and requiring reintervention, lead fracture, lead infection, device extraction, device replacement for excessive inappropriate shocks, unexpected early battery depletion (defined as within 5 years from implantation in patients with a low arrhythmic burden at follow-up), and unexpected pneumothorax. Additionally, inappropriate shocks (device shock in the absence of clinical arrhythmia) were also reviewed. 127 complications occurred in 117 patients, where 30 were managed conservatively and 97 required intervention. Management of all s-ICD system-related complications was safe, with no product-related deaths observed. There were 26 complications related to the electrode: electrode: 10 lead displacement. 12 lead infection. 4 lead rupture. 112 patients received inappropriate shocks, mostly due to t-wave oversensing, muscle noise, and atrial fibrillation. See boston scientific vr (B)(4) for device-related complications. Gasperetti, alessio, et al. (2021). "Long-term complications in patients implanted with subcutaneous implantable cardioverter-defibrillators: real-world data from the extended elisir experience." Heart rhythm 2021;18:2050-2058.